Event description:
The patient reported that she noticed that her infusion device display was blank excfept for a line across it. She checked her blood glucose and it was 31 mmol/l (558 mg/dl). Her normal range is 4-8 mmol/l (72-144 mg/dl). She stated that she felt light headed with the elevated blood glucose values. She stated she changed the power pack and administered several boluses to reduce her blood glucose values. No medical attention was required. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.